Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the problem. The instrument was cleaned, tested without further problem, and returned to service.